Event description:
Nurse went to change the cea (continuous epidural analgesia) cassette after noting the pump reading was empty and found the cassette was full. No clip found. The clip is on the bag portion for use prior to engaging the pt tubing, similar to an IV bag. The casssette was repositioned. The anesthesisologist and charge nurse were notified. A bolus was given. The MFR was contacted and recommended the new ipump which the facility now has inhouse. The pt did experience pain. Upon discovering the problem with the pump the anesthesiologist ordered a stat dose of toradol.